Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth had been listed. (B)(6). Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0007 lot number 22059100 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced the tubing separated and came apart which resulted in leakage. The following information was provided by the initial reporter: this rn was priming primary tubing with ivig for IV administration. After line was primed, rn began to load tubing into pump. The tubing then separated and came apart right above pump. Ivig started spilling out of tubing. Medication was ruled contaminated and new medication and tubing was acquired. This caused a delay in care and significant waste of medication. Patient was a 22yr old male. No patient harm.